Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Customer declined replacement product. Most likely underlying root cause: mlc-20-user's test strip had poor storage test strip UDI#: (B)(4). Note: manufacturer tried to make contact customer (several attempts) in a follow-up call to ensure that the meter is working as intended - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 425mg/dl. The customer did not report symptoms, except for feeling symptoms of tiredness for the last few days. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen drawer. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is january 2019. The meter memory was reviewed for previous test result history: (B)(6).